Manufacturer narrative:
Terumo did receive the actual device and decontaminated through the bleach process and tested for gas transfer performance with bovine blood. Gas transfer testing yielded passing oxygen transfer. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that they were getting low po2 during a cardiopulmonary bypass procedure in which a terumo sx oxygenator was used. The event did result in a delay of continuing the surgical procedure. The product was changed out, there was an unknown amount of blood loss and the surgery was completed successfully. There was no reported injury to the patient.